Event description:
Hcp reported a lead fell aprat during an attempt to connect the lead to a deep brain stimulator. Hcp noticed the poles disconnected from the insulation after a light tug. Upon closer examination of the proximal end, hcp noticed part of the insulation was cracked. The ipg and extension were not implanted. The lead was not removed. The lead had been implanted in 2003 but was never connected to any thing because the pt suffered a hemorrhage on the opposite side of the brain and had some cognitive decline.